Event description:
It was reported that the implantable cardioverter defibrillator (ICD) measured out of range impedance values and was replaced. The "patient alert" was reported to have sounded. Left ventricular (lv) lead, right ventricular (rv) lead, and atrial lead connections were checked and no issues were observed. Lv, rv, and atrial lead pins were taken out and reconnected still measurements were out of range on the ICD. Lv, rv, and atrial lead measurements were taken with the analyzer and revealed stable in range measurements. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant products: 407652 lead implanted: (B)(6) 2014; 694765 lead implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown.